Manufacturer narrative:
The junction box was returned and no defects were found. The motor was not returned so the alleged malfunction could not be confirmed. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The foot end is drifting down.